Event description:
Patient underwent spine surgery where he/ she needed to be flipped mid-procedure. Adhesive was applied to one incision and took more than five minutes to dry. When the patient was turned after five minutes, the bed linen stuck to the tacky adhesive. The surgeons reported that this has happened a few times in the past and creates issues when the linen sticks and needs to be removed which can damage the skin. The complaint is specific to slow drying times.

Manufacturer narrative:
Lot number information was provided, however a detailed investigation could not be completed for specific incidents because we received two lot numbers. There was no detailed information provided on the specific incident, about the specific patient or follow up care. The batch records were reviewed and no deviations were found that would lead cmpi to believe the product was manufactured incorrectly leading to slow drying times. The product was newly manufactured and not near expiration. The device was not returned nor is there any additional information available to enable a more detailed investigation. Although the distributor reported that the root cause could not be determined in this case, improper application technique can negatively impact drying times. The glue must be applied properly and allowed to dry completely according to device labeling. If applied incorrectly (puddle, pool), longer than expected dry times may be experienced. Training on proper application technique is recommended. Surgeons need to be aware that careful attention should be paid to the tackiness of the adhesive before flipping a spine patient. There is no additional information available to determine how the device was used that may have cause this incident.